Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. The patient's blood glucose rose to 20 mmol/l (360 mg/dl) and noted purulent discharge and swelling at the insertion site (leg). The patient visited the emergency room (ER) and was prescribed antibiotics for treatment.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. The patient's blood glucose rose to 20 mmol/l (360 mg/dl) and noted purulent discharge and swelling at the insertion site (leg). The patient visited the emergency room (ER) and was prescribed antibiotics ibilex 250 mg/100 ml suspension and 1 cefalexin dosage (12.6 ml three times a day for 10 days) for treatment. The patient was released from the ER after approximately six hours.

Manufacturer narrative:
Patient's legal guardian sent an email on 25april2024. Additional information added to b5 - describe event or problem